Event description:
It was reported that the pump touch screen was shattered and unresponsive. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue,

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned